Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a monitoring battery voltage of 2.90 volts, in the box. A guidant technical services (ts) consultant recommended measuring the battery voltage again, and if still low, then return the crt-d to guidant for analysis.